Event description:
Reported 1 false positive flu a result for 1 symptomatic patient on sofia flu + sars. The customer communicated that the result was confirmed negative through pcr testing..

Manufacturer narrative:
Investigation summary:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.